Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and another manufacturer's microcatheter. During the procedure, the ruby coil unintentionally detached inside the microcatheter while advancing through tortuous anatomy. The physician removed the microcatheter from the patient and flushed it to remove the coil. The procedure successfully continued using a new ruby coil and the same microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the ruby coil pet lock was intact. The pusher assembly was kinked approximately 5.0 and 88.0 cm from the proximal end. The pusher assembly was accidentally fractured by a penumbra investigator during evaluation. The introducer sheath was stretched approximately 4.0 cm from the distal end. The coil was returned detached from the pusher assembly. Conclusion: evaluation of the returned device revealed the introducer sheath was stretched and the pusher assembly was kinked. This type of damage typically occurs due to overtightening a rotating hemostasis valve (rhv) onto the introducer sheath. The damaged introducer sheath may have caused resistance during advancement or retraction of the ruby coil. Further evaluation revealed that the pusher assembly was kinked, and the coil was returned detached from the pusher assembly. If the pusher assembly was withdrawn with force against resistance, the pusher assembly may elongate or kink. An elongated pusher assembly may allow the distal detachment tip (ddt) to stretch beyond reach of the pull wire and the coil to detach. Ruby coils are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.